Event description:
The catheter was placed into the pt and no difficulties were noted during insertion. Tegaderm was placed over the catheter tubing. No dressing was placed on the hub of the unit. A clinical instructor and student were administering to the pt. The catheter broke when the student picked up the pt. The catheter was removed by hand. No harm was caused to the pt.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.